Manufacturer narrative:
It is not known if the device was used for anterior nares sampling as indicated within the product's IFU. Samples associated with lot 74933 were not available for evaluation. Lot # 74933 was manufactured 2021-04-09 with the expiry date being 2023-04-09. Non-sterile swabs used to manufacture this lot, resulted in manufacturing a total of 3,941,280 individual swabs that were distributed to 4 other organizations, in addition to the customer who reported this complaint. There have been no complaints received from these other organizations. The device history record was reviewed and confirmed that the lot was manufactured to specification; no discrepancies were found. There have been no other complaints associated with this lot. Updated instructions for use state that "adult and pediatric patients, except children under the age of 3, can use our swab for specimen collection. Pediatric patients should be tested by an adult, especially those under 15 years of age. Individuals who are over 65 years of age should consider assistance in taking the sample. Do not use excessive force, pressure or bending when collecting swab samples from patients as this may result in accidental breakage of the swab shaft. Excessive contact between the swab and the nasal sampling area might cause the fiber to come out.". The device subject of this event has not been returned for evaluation. Steripack distributed over 714,000,000 sterile polyester spun swabs since april 2020 with no injuries being reported. Since additional information was received from the customer on (B)(6) 2023 and in an abundance of caution, this report is being filed. A follow-up report will be submitted if additional information becomes available.

Event description:
The customer originally reported that the cotton from the swab fragment off during the nasal sampling process that was performed on a 2-year-old patient. Subsequently, it was reported that the end of the swab stuck in the patient's nose, which was successfully retrieved with tweezers by a medical professional who performed testing. The end users continued to use the same product on patients that are at least 8-years old. No report of injury. No adverse health consequences were reported.